Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was observed to be sticking out at the wrist of the instrument. The other cables at the wrist were undamaged. Failure analysis investigation also found the following damages: the instrument's distal pulleys had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The distal end of the main tube had a scratch mark with light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, a broken cable on the megasuturecut needledriver instrument was noted. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.